Manufacturer narrative:
Device evaluated by MFR: assembly drawer was received in good condition with no physical damages observed. Angiojet ultra system console and catheter were not returned for evaluation. The drawer was installed into pm angiojet console, tested and passed. No check saline supply message was observed during the test. Prime completed. Removed the drawer from pm console and installed into drawer test fixture and tested. No check saline supply message was observed during the test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-08771. It was reported an error code occurred during the procedure. An angiojet® ultra system console and a spiroflex® angiojet® thrombectomy catheter were selected for use. An error "no saline" occurred during the procedure. The reset button was pressed; however the same error was displayed. The drawer was opened and it was noted that there was a fluid leak around the bulb and the device was not on power pulse mode. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-08771. It was reported an error code occurred during the procedure. An angiojet® ultra system console and a spiroflex® angiojet® thrombectomy catheter were selected for use. An error "no saline" occurred during the procedure. The reset button was pressed; however the same error was displayed. The drawer was opened and it was noted that there was a fluid leak around the bulb and the device was not on power pulse mode. The procedure was completed with a different device. There were no patient complications reported.